Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge prior to filling it. Tandem technical support educated the customer that the cartridge air removal step should be completed prior to filling the cartridge. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.